Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a steel infusion set and requested assistance to change the cartridge and tubing only; the user had run out of insulin and a fingerstick measured 382 mg/dl, after which the agent guided a full cartridge replacement with proper rewind, tubing fill to drops, and reconnection, and insulin therapy was resumed. Symptoms included hyperglycemia. Outcomes included return to target glucose range reported overnight. Investigation included agent review of reports and remote troubleshooting and education regarding complete supply changes and use duration. Investigation of this case revealed user-related interruption of insulin delivery due to depleted insulin, with successful restoration of therapy after guided replacement of cartridge and tubing. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable with available information and attributed to use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.